Manufacturer narrative:
Physio-control evaluated the device and could not duplicate, nor confirm the reported failure. After extensive testing, there was no problem found. The customer received a replacement device.

Event description:
It was reported that the device had "incorrect" audio prompts. There were no reports of patient use associated with this event.